Event description:
The customer reported that during bootup the system displays a touchscreen error. Cases have continued to be completed with no harm to patients.

Manufacturer narrative:
The ge service rep found a faulty touchscreen. He replaced the touchscreen assembly and tested the system with no occurrance of a touchscreen error.